Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Log review revealed that a mobile bolus was requested. System check with tandem technical support confirmed the pump was functioning as intended. Cts assisted caller with turning off mobile connection to eliminate the issue of accidental mobile bolus. A replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.